Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The instrument was inspected prior to use and no damage was seen. The surgical task being performed was sealing. The specific issue was insufficient sealing and cauterization. The vessel sealer extend (vse) instrument did not seal successfully during the procedure. There were no errors when the issue occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. No tissue effect was observed during the sealing cycle. No tissue was cut that was not sealed. The seal was not completed. The target tissue was the prostate adhesion. The target tissue was not under tension. The vessel was not greater than 7mm in diameter. There was no evidence of vessel calcification. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon believes the issue was a faulty instrument. There was no video or images available. The vessel sealer was not sealing adequately for the surgeon. The vessel sealer did work during the procedure. The seal cycle was complete with the fast audible tones as expected. Tissue was not cut that was not fully sealed. Tissue that was cut received the "seal complete" tones.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer instrument to perform failure analysis. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, passing the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly, and the instrument cut, sealed, and delivered energy with no issues. No problems were detected. The instrument passed ceramic dot and electrical continuity test. The complaint was not confirmed based on failure analysis. Advanced technical review system log investigation: logs show that the instrument was installed 2 times and passed homing 2t times. Qty 52 each of cut complete events and seal events were completed with no errors. Qty 3 jaw angle open events were noted, which indicate that vessel sealer jaws are too far open to allow cutting (aka smartcut) due to the likelihood of a blade exposure. However, no errors indicating a blade jammed or dwell recovery were noted. It is likely that the jaws were too wide for coagulation. Erbe vio dv generator was used with this instrument so there¿s no e100 logs for this instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vessel sealer extend (vse) instrument was not coagulating. The procedure was completed with no reported injury.